Manufacturer narrative:
Zoll medical corporation evaluated the device and associated multi-function cable and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs did not find evidence to support the reported event. The device's multi-function cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device was unable to recognize the attached multi-function cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.